Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, after deploying the foot plate, as the device was pulled back to position the foot against the arterial wall no tactile sensation was felt. The device pulled out from the artery and the posterior portion of the footplate was observed to be broken but remained attached to the device. The device was rewired and removed from the artery. No parts of the proglide device remain in the patient anatomy. An 8f, non-abbott closure device was attempted, however, deployment was unsuccessful. The device was removed over a guide wire and a 14f. Hemostasis sheath was placed in the artery to control bleeding. A cutdown into subcutaneous tissue to the artery was performed and two surgical sutures were placed in the artery to achieve hemostasis. There were no reported adverse patient sequelae. A significant clinical delay in achieving hemostasis was reported. Patient hospitalization was extended. The operator was reportedly trained in the use of the perclose proglide device. No additional information was provided. Subsequently, a user facility medwatch mandatory and voluntary report form was received that states: "event desc: the perclose pulled through the artery from a foot plate dislodge. What was the original intended procedure? Cardiac catheterization. Device usage problem: device malfunction- that is, the device did not do what it was supposed to do." No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device is being retained at the user facility. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: user facility medwatch mandatory and voluntary report form number (B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.